Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.5mm x 15mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure within 40 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. As per wolverine pi eifu, the rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.5mm x 15mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at nominal pressure within 40 seconds at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.